Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
It was reported by the user facility in the united kingdom that while using the phaco handpiece the surgeon found fragments of metal in the eye. They appeared to come from the handpiece / phaco tip. No clinical consequences, medical intervention, or patient impact reported.

Manufacturer narrative:
A cardboard box was returned containing multiple items such as an unknown wire mesh sterilization tray, scissors, forceps and a chopper that are not the manufacturer's products. Also returned were a blue drape, clear plastic bags, green phaco needle tip, ultrasound handpiece, blue irrigation sleep and an eye speculum. Visual inspection found all the instruments and the green phaco needle tip loose in the sterilization tray with the other instruments. The tray was wrapped in the two, clear plastic bags which were wrapped in the large blue drape, blue side on the outside, with the material/tissue side of the drape on the inside around the metal mesh sterilization tray. The scissors, one pair of forceps and the chopper have what look like corrosion on them. The other forceps have bent tips. All the instruments look well used and are dirty. The sterilization tray appears to be in good condition. Visual inspection of the green phaco needle tip found marring on the flats of the hub with material missing, a small area of discoloring on the shaft of the needle and a section of the rim of the hub is broken off and missing. It should be noted that a damaged, marred needle could contribute to particulate generation. However, how, and when the needle's hub came to be damaged cannot be determined due to the returned condition, with the phaco needle being loose in a metal tray with multiple other metal instruments. Inspection of the bl3170 ultrasound handpiece labeled serial number ush82791 was performed. The nose cone is dented, and the transducer horn is marred, and has material missing. It should be noted that a damaged nose cone could contribute to particulate generation. However, how, and when the transducer horn came to be damaged cannot be determined as it was returned loose in the tray with all the other instruments. The handpiece is dirty with particulates and dried solutions visible in and around the nose area. The blue irrigation sleeve was microscopically inspected and found that it is also dirty with particulates all over. A view looking down into the sleeve from the back of the hub, found many particles inside. A filter test was performed by injecting hplc grade water through the irrigation sleeve and the ultrasound handpiece (bl3170) onto separate 0.45-micron filters. The fluid was vacuumed off through the filters to trap any possible particles. The irrigation sleeve filter has many particles visible all over. Some of the particles are fiber-like, others are dark specks, and one larger piece that has the appearance of organic material. The handpiece filter also has many particles on it. The particles are very small with some being dark speck -like and others fiber-like, but none have the appearance of metal. Due to the returned used condition and being loose in a metal tray with other metal instruments, and the complaint particle not being received with the instruments, the source and origin of these particles cannot be determined. Additionally, no metallic-like particle was found, making it impossible to match any of the particles flushed from the returned samples to the complaint particle. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.